Event description:
Device 1 of 2 reference MFR. Report# 3006705815-2019-00491. It was reported that the patients leads migrated. It was confirmed lead migration with fluoroscopy. In turn, the patient had their leads repositioned on (B)(6) 2019. Effective therapy was confirmed post-op.